Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was deployed; however, the second flange could not be deployed. When the axios stent was removed, the stent first flange became stuck in the scope and was consequently pulled out with forceps. The device was removed together with the scope and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.